Event description:
It was reported that the customer was taken to the doctor's office due to high blood glucose levels and ketones, after getting no delivery alarms. It was stated that the customer changed the infusion set multiple times, but continued to get no delivery alarms. It was stated that the customer's doctor requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.